Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe hub separates from the device. The following information was provided by the initial reporter: ¿when removed a shield, the hub was detached.¿

Manufacturer narrative:
H.6. Investigation: customer returned photos and a sample of a 3/10cc syringe. Customer states that when the shield was removed, the hub was detached. The photos and sample were examined and no hub separation was observed. Unable to perform DHR check for needle hub separates due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure and root cause is undetermined.

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe hub separates from the device. The following information was provided by the initial reporter: ¿when removed a shield, the hub was detached.¿